Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. Physio-control replaced the power pcb assembly, battery wire harness, and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was determined to be fretting corrosion on the battery wire harness contacts of connector jack connector designator j11 and the mating power pcb assembly contacts of connector designator p11, worn battery pins, and use of an outdated battery.

Event description:
The customer contacted physio- control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was an approximately 80 years old 60 kg patient.

Event description:
The customer contacted physio- control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.